Event description:
It was reported that during a shoulder procedure, the tip of the unit separated from the probe and fell into the patient. The piece was lodged in the patient's shoulder causing pain, disability and impeded recovery. Further, an additional procedure was required to remove the piece.

Event description:
It was reported that during a shoulder procedure, the tip of the unit separated from the probe and fell into the patient. The piece was lodged in the patient's shoulder causing pain, disability and impeded recovery. Further, an additional procedure was required to remove the piece.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported unit could not be reviewed since the lot number is unknown. Probable root cause for the reported condition can be associated, but not limited to misuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.